Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted to indicate the device was returned.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1699737 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 24th september 2020. In summary the following results were observed in the lab evaluation: polyimide to retrieval loop joint was found to be broken. Stent and lock wire were returned separately. Polyimide damage was noted and it appears to be due to forceps while on the removal. Handle was actuating fine. The lock wire was slightly kinked likely as a result of transport returns. Following the lab evolution addition information was requested to aid investigation. From information provided: "as per complaint description: "trying to take the introducing system out , the just saw that the stent was still attached at the bougie dilator from the top of the introducing system" please elaborate? You can find attached a design about what I called a bougie dilator , this was still attached to the stent and impossible to take it out after the stent deployment you have to take the introduction system out ! The is catheter where the stent was what do you mean by " bougie dilator"? Please look at the attachment. Can you please elaborate on patient anatomy? Inflammatory stenosis in the high biliary duct . Was the position of the stent in tortuous position at any stage? No. When and how was the lock wire removed? When they were at the no return point , they did a control and took the lock wire out . How ? Just pulling it away. When and how was the stent released from the delivery system? Like always ; sorry it is complicate to explain but they are used to this stent since some years. They open the first plastic and the second , then they put the stent on a table , take the cover out and slowely take the stent out of the protection tube . Was the introducer system fully recaptured before removing the introducer system? This is why they have a complaint , just because they could not recaptured the introducer system ! And because the introducer system was attached together through the stent " as per product manager the bougie dilator in this complaint file is meaning the tip of the catheter . Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1699737 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1699737; upon review of complaints this failure mode has not occurred previously with this lot #c1699737 the instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to torturous patient anatomy and compressive force experienced during deployment. It is possible that during deployment torturous patient anatomy may have caused a build-up of pressure causing polyimide to retrieval loop breakage. Polyimide damage observed during the lab evaluation was likely due to forceps while on the removal, as noted in the information received, "they took it out with a raptor forceps". It may be noted that the lock wire was slightly kinked likely as a result of transport returns. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. They have to take back the part of the introducing system out of the patient body and put a plastic stent to replace the fully covered stent that went wrong stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the deployment the security wire of the stent snatched and keep being attached to the inside stent , which was in the bile duct. The stent deployed itself and was in the wrong space ¿. They took it out with a raptor forceps. The team kept the product and I will go there to fill all the document, "as per complaint form": doctor (B)(6) had to place a stent in the high biliary duct to clean it. After deploying the two third of the stent they took out the security wire, but at this moment the stent deployed itself all at once and wasn't well placed. Trying to take the introducing system out , the just saw that the stent was still attached at the bougie dilator from the top of the introducing system¿. They had a hard time to take it away! But finally they got it, take out the metallic stent to put a plastic one in. A section of the device did remain inside the patient¿s body. The high part of the carrier catheter with the small white bougie. They took it away with a raptor forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. They have to take back the part of the introducing system out of the patient body and put a plastic stent to replace the fully covered stent that went wrong stent.